Event description:
A customer from (B)(6) reported false susceptible beta-lactam results for a streptococcus pneumoniae strain from a patient isolate associated with vitek® 2 ast-p576 test kit (lot 3560178403). The customer stated that susceptible results for beta-lactams were obtained twice with the ast-p576 card, when using a cos media, and results were resistant on etest®. The identification of the strain as a s. Pneumoniae was confirmed twice on vitek® ms. The customer confirmed the resistant beta-lactam and erythromycin results by the disc diffusion method. The customer stated there was a delay greater than 24 hours for reporting results. It is not known if patient results or treatment was impacted. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from (B)(6) had reported false susceptible beta-lactam results for a streptococcus pneumoniae strain from a patient isolate associated with vitek® 2 ast-p576 test kit (lot 3560178403). An internal biomérieux investigation was performed. However, the customer strain was not available to submit for further evaluation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 raw data are required in order to assess organism growth in the card. Vitek 2 ast-p576, lot # 3560178403, met final qc release criteria. This lot passed qc performance testing.